Event description:
Subject was an r.n. Participating in a training session using the cambridge heart micro-v electrodes. She was prepped by two people, a clinical specialist from the co. And a trainee (customer's med staff) and the test was uneventful. Upon removal of the electrodes, same skin irritation was noted. Approx 28 hrs later, the subject decided to see an urgent care physician for treatment of the skin reaction where irritation from the electrodes was observed. The urgent care physician reportedly classified the irritation as contact dermatitis/chemical burn. Subject was released by the urgent care physician who recommended otc topical products. No other med intervention was reported. Subject is concerned about the possibility of a scar.

Manufacturer narrative:
This report is filed based on info provided by the pt/nurse. The specific electrodes used were discarded. The remaining electrodes not used from the same package are being returned to the MFR for analysis. A follow up report to this MDR will be filed upon completion of the event investigation.